Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient started the initial drain cycle prior to having their transfer set connected to the patient line of the homechoice set. After nothing this the home patient connected themselves to the setup. The system error 2240 alarm was received shortly after and the home patient contacted baxter's technical service center. Baxter's technical service center assisted the home patient in ending therapy early. The home patient then started a new therapy session using the same supplies. No patient injury or medical intervention was associated with this incident, per the home patient.